Event description:
Additional information was provided by the reporting surgeon. The pt had an excellent outcome following the intraocular lens (iol) exchange.

Event description:
A consumer reports that their spouse was scheduled for a lens exchange due to a broken haptic. Contacted the surgeon's office and found out the broken haptic was the result of trauma the patient sustained in a motor vehicle accident.